Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was admitted to ICU with norepinephrine infusing at 5mcg/min in a peripheral site, maintaining the mean arterial pressure (map) greater than 65. Subsequently, during weaning of the norepinephrine, the patient's map dropped to less than 65mmhg. The clinician attempted to restart the infusion but got a channel disconnect message, which delayed the restarting of the medication; the patient's blood pressure fell to 74mmhg systolic with a map of 49mmhg. There is no report of medical intervention or lasting harm.